Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to screw mechanism. This rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty observation with the reported lead based on a stylet insertion failure near the terminal pin, indicating a necked-down inner coil. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. An inner coil necked down was observed during x-ray.moreover, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. This is a damage considered as a design issue. Furthermore, the lead passed the electrical continuity testing indicating conductors are intact.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to screw mechanism, difficulty to remove or retract. This rv lead will be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to screw mechanism, difficulty to remove or retract. This rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.